Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was going to be reposition to the pectoral area because it was in the axillary area. The infection was noted when the pocket was cut opened. The infection however unrelated to the product or procedure. The pacemaker was explanted. The patient was stable throughout.